Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number were not provided. The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported/noted detachments (core, coating) and the noted scrapped teflon coating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a vein graft that was attached to a diagonal branch. An unspecified 300 cm 014 whisper guide wire was used and met resistance during advancement with an export aspiration device. The tip of the guide wire then separated from the rx area of the export aspiration device and into the heart. There was a delay in attempting to retrieve the tip with a snare device and two lasso devices; however, it was not possible to remove it. Therefore, the tip is free-floating in the anatomy. No additional information was provided.